Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: the weight the device within specification, wear abrasion, a curved opening on radius, yellow particles on the shell, and fold creases. A microscopic analysis was performed which identified: a striated opening on radius. Based on the device analysis the final assessment is a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported "the patient has pain involving the right upper chest and breast area. Patient has textured implants. Patient has also noticed a change in the size and suspects possible rupture. They would like smooth implants." This is for the right side. The device has been explanted and replaced.